Event description:
Boston scientific received information that this device declared end of life (eol). Approximately two months later, the device was unable to be interrogated, however, pacing was observed on telemetry. A device replacement procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--